Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2018, a mitraclip procedure was performed. On (B)(6) 2022, a triclip procedure was performed treating tricuspid regurgitation (tr) grade 5. Two triclips had been implanted, reducing the tr. This was part of the triclip trial. On (B)(6) 2024, recurrent mitral regurgitation (mr) was noted. Per physician, the event was unrelated to the triclip device. It is unknown if the event was due to the previous mitraclip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record review could not be performed as the part and lot information regarding the complaint device were not provided. Based on the information reviewed, a cause for the mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided.